Manufacturer narrative:
Product analysis one still image was provided for evaluation. 1st image: the image appears to be a closurefast catheter heating element/ coil. There appears to be burning and biologics visible on the mid section of the coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after treating the first segment of the great saphenous vein in the right and left proximal peripheral veins with two cycles using the closurefast catheter, pullback was experienced for the remainder of the procedure. A second catheter was used. Upon removal of the catheter from the patient, a visible charred vein and coagulation on the heating element were observed, along with coil damage characterized by burnt residue and coagulant build-up on the heating element. The lumen was flushed prior to use, tumescent infiltration and general anesthesia were utilized, and compression with a transducer was applied. No resistance was encountered when advancing the device, and the instructions for use were followed without issue. No error messages were displayed on the generator, and the devices was safely removed from the patient. The procedure was completed successfully using a new device and the vein was closed. No injury/intervention associated with this event. No health consequences or impact were reported for the patient. No patient complications have been reported as a result of this event. Difficulty in removing the catheter was confirmed for the first catheter and the coil was exposed on the second catheter with coagulation on the heating element, as well as vein fragment. The physician reported that the patient did not sustain injury.